Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 2 on the left and baker grade 4 on the right) post-operatively. It was reported that the patient also experienced gel bleed on the left side and a rupture on the right side. As a result, the patient underwent explantation on I(B)(6) 2025, and replaced with 550cc mentor memorygel breast implants. Mentor is aware of the discrepancy between the date of implant and expiration date. Mentor has followed up to clarify but has received no additional information. For this reason, the medical device problem code of " use of device problem (a23) has been added. If additional information is received clarifying the dates discrepancy, a supplemental report will be sent. This report is for the right side device.

Manufacturer narrative:
On june 26, 2025, the mentor failure analysis lab has received the device for evaluation. On july 02, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after the expiration date. According to the product, insert data sheet sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).